Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Additional information received (B)(6) 2025: the leak is happening at the connection of the optima injector and tubing set.

Manufacturer narrative:
Additional information: event details added to b5 correction: material number updated to unknown as the complaint is for the unknown injector and was previously submitted for a connector.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During follow up for existing record, it was reported by the customer: we are still having this issue. I have an example of the issue in my office.